Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and it was found that the unit would not heat. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a corrective action could not be established as all aquatherm heaters are 100% tested at the manufacturing facility; therefore, it is unlikely that the issue found in the sample occurred during manufacturing. This defect would have been detected during the final inspection test prior to release. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the unit does not heat up. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record did not show issues related to the complaint. A document (fmea) assessment was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the device sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determinate the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.

Event description:
The customer alleges that the unit does not heat up. No patient injury or harm reported.